Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:27:58. During night drain cycle six, the patient's ultrafiltration reading was 1325ml, indicating the home patient drained 1325ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.